Manufacturer narrative:
Section a patient information: no patient information was provided. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98, and 510k/PMA/bla of k191595. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The customer observed false elevated architect stat high sensitive troponin-I result. The patient tested troponin 500 pg/ml (positive), but repeated 0.8 pg/ml (negative). No impact to patient management was reported.

Event description:
The customer observed false elevated architect stat high sensitive troponin-I result. The patient tested troponin 500 pg/ml (positive), but repeated 0.8 pg/ml (negative). No impact to patient management was reported.

Manufacturer narrative:
Section d4 catalog # updated and primary UDI number updated. Data and information provided by the customer were reviewed and support the complaint issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. The ticket trending review of complaint data for the complaint list number does not identify any increase in complaint activity. The labeling review concludes that the issue is adequately addressed. A device history review did not identify any potential non-conformances, non-conformances and deviations associated with the complaint lot number and complaint issue. A review of the performance of reagent lot 74189ud00 determined that this lot was performing in line with previously manufactured reagents. Based on this investigation, no systemic issue or deficiency was identified with the architect stat high sensitive troponin-I reagent lot identified in this complaint.